Manufacturer narrative:
The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported the pre-loaded intraocular lens (iol) device was defective, not implanted, and there was no patient contact. The iol is not available for return as it was discarded. Through follow-up, additional information was received clarifying after injecting the iol the optic was bent. No further information is available.